Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 10-sep-2025 the user reported that the ilet device displayed alert 64. The user restarted the ilet, but the alert persisted. The user experienced elevated blood glucose (bg) of 270 mg/dl during the event, which resolved after device replacement. No medical intervention or hospitalization was required. No long-term health effects were reported.